Event description:
It was reported that during the attempt to complete suturing the lead, the patient's blood pressure dropped. The lead was explanted and replaced. Shortly after the new lead had been replaced the patient deceased. There is no allegation from a health care professional that suggests the death was device related.

Manufacturer narrative:
No medwatch form was received. Analysis confirmed normal device characteristics.